Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that during a device change out, the rv lead pace/sense pin could not be connected into the rv port of the device. An attempt to use a different pin was also not successful. The pin was tried in a new device and was unsuccessful in the rv port, but successful in the lv port. The pin was tried in the rv port of the device that was being changed out and was successful. The pin was then successfully connected to the second device. A small piece of silicone was found near the device pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.